Event description:
It was reported that during an unknown procedure, the clips came out of the device incorrectly and did not close. No patient consequences were reported.

Manufacturer narrative:
Date sent: 11/01/2007. Information anticipated, but unavailable at this time.